Event description:
Received a copy of the customer's medwatch report from the FDA which states; ¿rn was hanging amiodarone bolus on patient. Prior to placing tubing in alaris pump, the tubing snapped at the blue hub that would have been in the pump. The rn obtained a new drip, tubing, and started medication on patient." An incomplete date of event of xx-aug-2019 was provided. The product was received: medication bag as follows: nexterone (amiodarone hcl) 150mg/100ml (1.5mg/ml). The customer later confirmed during follow up, that there were no adverse effects caused to the patient from this event.

Manufacturer narrative:
The customer¿s report that the tubing snapped at the blue hub that would have been in the pump was confirmed. Visual inspection of the set noted separation between the silicone pump segment tubing and the upper fitment. The ring retainer was not received with the set and a ring retainer indentation was not observed around the end of the silicone pump tubing where the separation occurs. No crush marks were observed on the upper or lower fitment. Functional testing was deemed unnecessary due to separation and obvious leaking would occur. The silicone pump tubing was found to be within measurement specification. The root cause of the separation is due to the set's retainer ring not being assembled onto the set during manufacturing assembly process.

Manufacturer narrative:
Concomitant medical products: 100ml baxter bag, lot nc120081, exp oct20, nexterone (amiodarone hcl) premixed injection 1.5mg, therapy date (B)(6) 2019. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿rn was hanging amiodarone bolus on patient. Prior to placing tubing in alaris pump, the tubing snapped at the blue hub that would have been in the pump. Rn obtained a new drip, tubing, and started medication on patient." An incomplete date of event of (B)(6) 2019 was provided. The product was received: medication bag as follows: nexterone (amiodarone hcl) 150mg/100ml (1.5mg/ml). The customer later reported that here were no adverse effects caused to the patient from the event.